Event description:
Had implant and kwires put in thumb. Broke out in blisters on same hand. Did not know I had nickel allergy. After having kwire removed I still broke out in blisters. Had quick anchor removed the blisters started going away. Now I have eczema. I itch constantly.